Event description:
Hcp reports explantation of lead due to infection. No cultures were done but the patient was placed on antibiotics. The device was explanted but not returned to the manufacturer for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality cevaluation summary lfj040917v distal conductor fractured full lead analyzed